Event description:
It was reported that a chest x-ray revealed the pulse generator had dropped down on the chest wall. The physician had forgot to suture the device the device to the pectoral muscle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.